Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified forearm vein. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured upon first inflation at 6 atm for 10 seconds. The device was removed from the patient's body without problem and the procedure was completed with another of the same device. There was no problem reported as to patient's condition post procedure.